Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6 (device codes). Product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
Literature article entitled, " a comparative surface topographical analysis of explanted total knee replacement prostheses: oxidised zirconium vs cobalt chromium femoral components". Literature article "a comparative surface topographical analysis of explanted total knee replacement prostheses: oxidised zirconium vs cobalt chromium femoral components" by emma kennard et al. Published by medical engineering and physics was reviewed. The article purpose: to use non-contacting profilometry to investigate the in vivo changes in surface roughness of oxzr tkrs and cocr tkrs. The article reports: 6 explanted tkr implants were retrieved for mechanical analysis. 3 of these were depuy implants (all pfc sigma). The authors found that there was no difference between cocr and zirconium femoral components. Reasons for the revision surgeries where these implants were removed are all reported for all three cases with depuy products. Depuy products involved: pfc sigma. Complications: misposition (1), surgical intervention (1), medical device implant removal (1), polyethylene wear (1). This is to capture the adverse events associated with (B)(6)-year-old female.